Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing disposable test failed. Event history log was reviewed where a high alarm displayed: cassette not attached properly. The reported problem confirmed. The probable cause of the reported problem defective dso (downstream occlusion) sensor. Replaced dso sensor. All functional test of the device passed after repaired.

Event description:
It was reported that the pump had an event of alarm: cassette improperly installed. Reinstall the cassette. Which happened regardless of the cassette installed properly. The alarm sometimes remains active even after removing the cassette. There was no patient involvement, and no patient harm reported.